Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported by the operating room director that the dermatome was used to harvest a graft to be used as a forehead flap. The donor site was the pt's thigh. The dermatome reportedly tore the skin taken from the donor site and the surgeon had to use two pieces of the skin graft, as he did not want to take an add'l graft. There was no delay in surgery and no reported injury to the pt. However, the surgeon felt the dermatome should cut one piece of skin, but instead it tore the skin as the unit was cutting.